Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a leak was confirmed. Visual inspection of the set's components observed no damage or any issues. Functional testing was performed and no leaks or issues were observed. Pressure testing was performed and slight bubbles started coming out from the engagement between the set's female luer and phaseal connector luer lock. The probable cause of the customer¿s report of a leak was identified as the mating components not being securely connected.

Manufacturer narrative:
Concomitant products: bd 30ml syringe doxorubicin; bd 10ml syringe 0.9% nacl injection, ref 306547, lot 6050866, exp 2019/02, therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an extension set leak during an infusion of doxorubicin 45mg. The tubing was mated to a phaseal connector; there was no patient harm.